Manufacturer narrative:
Analysis of programming history.

Event description:
The patient's explanted generator was found returned to the manufacturer for product analysis at settings indicative of a faulted system diagnostics test; output=1ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=1ma/magnet on time=30sec/magnet pulse width=500usec. It is unknown whether this faulted system diagnostics test occurred during surgery or prior to surgery. Good faith attempts for further programming history from the physician have been unsuccessful.